Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned product noted that the reloads were pre-fired and engaged in interlock. The jaws of the reloads were open. There were staples protruding from proximal staple cartridge channel in both reloads. Pmv performed functional testing. The reloads were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the reloads were applied to test media. All staples were placed, and test media was cleanly transected. The interlocks of the reloads were tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the device was unable to fire, was unable to squeeze the handle though the green button was pressed. A new device was used to complete the case. There was no patient injury.